Event description:
Healthcare professional reported left side rupture. The device has been explanted.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA 737316 was opened on 11jul2025 to address correction. Device performance and/or risk profile are not impacted. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: bubbles, voids, weight to the spec, crease fold. Cloudy was observed after autoclave disinfection process. Based on the device analysis the final assessment is: during the analysis no was observed opening. No issues found related with the manufacturing process. Reason for reoperation: rupture.